Manufacturer narrative:
The reported event that the ipg's entire setscrew assembly in the ipg header looked dislodged was confirmed. Analysis of the returned ipg found that the septum and titanium ring were separated from the header for port 1-8. The cause of the separation is consistent with having occurred during the explant procedure. The ipg communicated with all lab utilities and was subjected to a functional test on the ate (automated test equipment) for warranty purposes. This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. All portions of the automated test passed.

Event description:
Additional information received through product testing confirmed the septum assembly dislodgement occurred during explant procedure and did not cause the loss of therapy therefore this is no longer considered reportable.

Manufacturer narrative:
Analysis of the returned ipg found that the septum and titanium ring were separated from the header for port 1-8. The cause of the separation is consistent with having occurred during the explant procedure. The ipg communicated with all lab utilities and was subjected to a functional test on the ate (automated test equipment) for warranty purposes. This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. All portions of the automated test passed.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced sudden loss of therapy while working on his car. System diagnostic recorded high impedances on both lead extensions. During surgery, attempts to insert the extensions into ipg header were unsuccessful. It was discovered that the entire setscrew assembly was dislodged. Both lead extensions and ipg were explanted and replaced. Effective therapy was restored post operatively.